Event description:
During transurethral resection of the prostate, noticed intermittent interference on ecm with cautery. Shock noted by crna during cautery. Ground checked with burn noted rt leg under electrode pad. Burn is full thickness and may need grafting.